Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-06502 it was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances. As such, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.